Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: "robotic prostatectomy" event description: "no applied medical rep in the room at the time of trocar insertion. Per operating room staff in dr. [Name] case, a veress needle was inserted into the patient and established pneumoperitoneum. After pneumo was established a 5 mm ctf03 was placed into the same incision as the veress needle and entered the abdominal cavity under direct visualization. After optical entry multiple adhesions were noticed within the abdominal cavity along with a potential bowel injury. Treatment of the potential injury is unknown and the patient's status is unknown. It was mentioned that the trocar did not malfunction and nothing fell inside of the patient. It is not known whether the fellow in the case or dr. [Name] inserted the veress needle and trocar." Additional information was received via email from territory manager on tuesday (B)(6) 2018 at 12:26 pm: "it was not an applied medical veress needle. Only the physician has confirmed the patient injury. Per the physician, 'the patient needed to be re-operated on and was sent home and is doing fine now.' I am unsure of any other details." Type of intervention: "the patient needed to be re-operated on" patient status: patient "is doing fine now."

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant's experience could not be replicated or confirmed. The complainant did not allege any malfunction with the event unit. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical will monitor its vigilance systems for any developing trends.